Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer obtained a reading of 220mg/dl on their meter compared to a reading of 98mg/dl on a lab analyzer. When plotting the values on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.